Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a connection issue was observed with the power cord. The device's power cord was replaced to address the issue.